Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID (B)(4) (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024 brand name sensight; product ID (B)(4) (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's extensions eroded through the scalp. Both existing extensions were removed. Incision site was washed out with antibiotic solution. New extensions were placed using a different tunneled track. No loss of therapy occurred. The issue resolved.